Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were hard to press and sometimes its not doing anything specially the down button. Customer reported that there was cracked on the battery compartment side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked select button keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. (B)(4).